Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String is falling apart, some strings longer and others shorter, unravelling [device breakage] . Case narrative: consumer reported via e-mail that the string is falling apart. No injury reported.